Event description:
On (B)(6) 2020, the user posted on social media that dario's blood glucose (bg) readings were high, causing her to go to the ER. The user purchased the device in september, and took her first bg measurement of 114 mg/dl, which was an accurate reading according to the user. The user, who is pre-diabetic, does not measure her bg on a regular basis. On the morning of (B)(6) 2020, the user reported not feeling well, so she tested her bg level, and received a reading of 320 mg/dl. The user tested again in the early afternoon and received a reading of 322 mg/dl, and once again that evening, receiving a reading of 320 mg/dl. The next morning, the user received a reading of 331 mg/dl. Due to these elevated readings, she went to the ER, where her bg level was tested with the ER's meter and read 101 mg/dl. While on the phone with dario's representative, it was determined that the user had been using a strips cartridge that was opened since she purchased the device in september, and therefore was expired. As per dario's test strips labeling, "use within one month from first opening the cartridge foil." Dario's representative explained that strips that have been opened for more than 30 days can cause high readings. As the user had disposed of the device and cartridge, she was unable to re-test with a new strips cartridge. The user opted to receive a refund for the device. The high bg readings may have been due to the use of expired strips. Not enough information regarding the old strips to investigate. No resolution is available.